Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the rotor had the wrong offset numbers. Adjusted rotor offset and tested the door open and close many times. No parts were replaced. A full imaging system check-out was completed following troubleshooting and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system door was having difficulty closing completely. It was also reported that the gantry was initially unable to rotate. The medtronic representative was present during the procedure and was able to reboot the system, center the gantry manually, resolving the issue. The door closed properly and all motion functions were restored. The procedure was completed successfully with the use of the system after a reported delay of less than one hour. The patient was not impacted.